Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient had daily lots of arm and shoulder movement, and encountered inappropriate shocks/therapy as a result of a fractured/broke right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.